Event description:
It was reported through remote transmission that non-sustained rv oversensing due to myopotential oversensing was observed. It was recommended to bring patient into the clinic for further assessment and reprogramming. No further information is available.

Manufacturer narrative:
.